Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not working or calibrating. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the touchscreen was not working or calibrating. The customer calibrated the touchscreen many times, but the issue remained. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer replaced the touchscreen, performed touchscreen calibration, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.